Manufacturer narrative:
(B)(4). Unique identifier (UDI) #: (B)(4). It is unknown if product will be returning to zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a revision surgery, the femoral component was implanted and then removed due to unavailability of the correct size articulating component in (B)(4) market.